Event description:
During afib ablation while doing sheath exchange we noticed that the tip of the dilator had begun to fray. We replaced it with a new one and proceeded with the case. At the end of the procedure when removing the sheaths, the new one had also frayed. Both were set aside and there was no harm to the patient.